Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what type of procedure was the device used? Total gastrectomy. Did the adjusting knob unable to turn, did not maintain the gap setting scale? The adjusting knob was unable to turn. Device blocked. Does this mean the device would not close? Would not open? Please explain what this means. The device would not open. The following information was requested, but unavailable: you reported that the device would not open. Was the device locked on tissue? If yes, how was the device removed?

Event description:
It was reported that during an unknown procedure, at the beginning of the procedure the adjusting knob doesn't function, the device blocked. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Firing knob would not advance.

Manufacturer narrative:
(B)(4). Additional information: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information was requested and the following was obtained: per the affiliate: you reported that the device would not open. Was the device locked on tissue? If yes, how was the device removed? The clamp could not be closed during the section, so it wasn¿t used.

Manufacturer narrative:
(B)(4). Additional information: additional information received: what type of procedure was the device used? Total gastrectomy. Did the adjusting knob unable to turn, did not maintain the gap setting scale? The adjusting knob was unable to turn. Device blocked. Does this mean the device would not close? Would not open? Please explain what this means. The device would not open the analysis results found that the tlh90 device was received in good visual conditions and with a reload loaded in the device, the reload was a received loaded with staples. The staples were noted to be protruding. It should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to protruding. It is important to ensure that the tissue is secured with the retaining pin and the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. The device was tested with a test cartridge, and it cycled, fired, and formed all the staples as intended. The device was disassembled to verify the condition of the internal components and no anomalies were found. The adjusting knob functioned as intended and without any difficulties noted. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.